Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryoablation procedure, a hematoma was observed at the puncture site. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.